Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included rebooting the cpu board and switching the server kvm port. Communication was reestablished.